Event description:
During review of the da vinci surgical system logs by intuitive surgical inc. (Isi) field service engineer (fse) error 23022 occurred indicating a brake fault on a psm. The patient side manipulator (psm) was replaced to correct the problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm arm failed the weighted brake drop test. The axis 1 and 2 brakes and new metal gears were replaced. The axis 1 and 2 harmonic drives were replaced and the axis 3 insertion drive was replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.